Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. A torn audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The torn audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The audio bolus button was difficult to press. Evaluation revealed that the contrast button was intermittently unresponsive and all other buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the up, down and contrast contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that a few weeks ago, the audio bolus button had a delayed response and required hard presses to elicit a response. There was reportedly a hole in the audio bolus button. The patient denied that the pump was exposed to moisture. The patient reportedly wore the pump in a pump skin and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the reported response issue with the audio bolus button.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.